Event description:
It was reported that the user forgot to announce breakfast while using the ilet system, which led to elevated blood glucose and a subsequent downward trend after recognition of the issue, and the event was categorized as a use-of-device problem with no specific device component implicated. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with the event attributed to user operation rather than a malfunction. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.